Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported (4) cortical screws were broken during surgery on (B)(6) 2013. Only the heads of the screws were returned: it is unknown if the shafts were left in the patient. This is 1 of 4 reports for complaint (B)(4).

Manufacturer narrative:
The following lot numbers were most probably used: 400.811: 8500875, 8566128, 8457143, 400.812: 8555915. Without a lot number the device history records review could not be completed. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
A manufacturing evaluation was conducted and it states that the performed investigation could not detect any material faults. The three fractured screws were damaged probably according to an insertion by applying a high torsional load. A reason for implant failure could be insertion of the screw in an exceptionally hard bone without pre-drilling or contact to another metallic device, e.g. Another implant. A pre-drilling might be helpful in special cases to provide an easier implantation of small screws. The second screw broke according to a ductile forced fracture mechanism. The fine dimple structure on the entire fracture surface is a clear indication of a ductile forced fracture. It can be assumed that the screw was overloaded in the axial direction, the tension of the implant conduct to the failure of the material. The manufacturing records were reviewed and no complaint related issues were found.